Event description:
Procedure tye: hernia. According to the reporter: during inflation a "pop" sound was heard. The balloon popped during inflation while in the patient. Balloon was removed without any complication. The balloon came out of the trocar in one piece. After handling the balloon, the distal piece fell off so it is now in two pieces. Case proceeded as planned without any complication related to balloon. A second balloon was not required as adequate dissection had been achieved. There was no unanticipated tissue loss. There was no tissue damage. There was no bleeding reported in excess of 250cc. The case was extended by 2 minutes.

Manufacturer narrative:
(B)(4).